Event description:
Information received from the healthcare professional (hcp) in a clinical study reported a loss of therapeutic effect. Interventions included a reprogramming that was performed on (B)(6) 2016 which resulted in an unscheduled clinic or office visit. The patient stated that they had a return of their urgency/frequency and urge urinary incontinence. It was reported on (B)(6) 2016 that the symptoms returned about 1-2 months ago. There was a report that the event was related to the device or therapy and not related to the implant procedure. It was reported that the outcome was ongoing. No further patient complications have been reported as a result of this event. Additional information received reported that the patient has had a return of their urgency-frequency and urge urinary incontinence (uui). The symptoms returned about 1-2 months prior to the report. There was a report that the event was still ongoing and there was no record of device explant. Relevant medical history includes detrusor instability and lithotripsy/kidney stones. Additional information received reported that the cause of the loss of therapeutic effect does not recall any specific events around the time of the device seeming to no longer work. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: included "there was a report that they were unable to find which component was causing the problem."

Event description:
Information received from the healthcare professional (hcp) in a clinical study reported a loss of therapeutic effect. Interventions included a reprogramming that was performed on (B)(6) 2016 which resulted in an unscheduled clinic or office visit. The patient stated that they had a return of their urgency/frequency and urge urinary incontinence. It was reported on (B)(6) 2016 that the symptoms returned about 1-2 months ago. There was a report that the event was related to the device or therapy and not related to the implant procedure. It was reported that the outcome was ongoing. No further patient complications have been reported as a result of this event. Additional information received reported that the patient has had a return of their urgency-frequency and urge urinary incontinence (uui). The symptoms returned about 1-2 months prior to the report. There was a report that the event was still ongoing and there was no record of device explant. Relevant medical history includes detrusor instability and lithotripsy/kidney stones. Additional information received reported that the cause of the loss of therapeutic effect does not recall any specific events around the time of the device seeming to no longer work. There was a report that they were unable to find which component was causing the problem. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was deemed by the principal investigator as not related to the device/therapy or procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.